Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department complaining of weakness. A remote monitoring transmission was sent and reviewed. Short v-v intervals and oversensing were noted. It was also indicated that the patient has had numerous premature ventricular contractions (pvc) in the last few days. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.